Event description:
The manufacturer received information that a trilogy ev300 failed verification testing for system leak verification: pressure drop over 10s. There was no patient involvement, and no harm or injury reported. Depending on where the leak is, it could cause a number of various issues related to control and measurement accuracy. Review of the device error log revealed a ventilator service required alarm code indicating oxygen blending module valve failure which would require replacement of the proportional valve, a ventilator inoperative error code was noted indicating failure of the pressure sensor(s) and a critical event code indicating the power vbus dropped were noted and would require replacement of the system printed circuit board assembly to address both issues. The customer declined to have the device repaired, therefore, no repairs were completed on the device. Device disposition was not reported.

Manufacturer narrative:
The reported failure of the oxygen blending module proportional valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.